Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Event description:
On (B)(4) 2013, it was reported that the batteries in the patient's infusion device were only lasting 2-3 days. It was reported that the infusion device displayed e2 (battery empty) without first displaying w2 (battery low), and then the device switched off. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.